Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on august 15, 2018 that the buttons of the insulin pump have become much less responsive. Customer's blood glucose level was unknown at the time of the incident. Troubleshooting did not occur. The insulin pump will not return for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. No failed battery test alarms noted or insulin delivery anomaly during testing. Device functioning properly. (B)(4).